Event description:
Vns patient underwent ncp system replacement surgery due to suspected lead break. During the surgery, device diagnostic testing after reconnecting the generator and lead resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The pulse generator was disconnected from the lead and device diagnostic testing of pulse generator by itself was within normal limits, indicating that the generator was functioning properly. Both the pulse generator and bipolar lead were then replaced. Neurologist indicated that the patient had not suffered any injury or trauma that may have damaged the ncp system. Lead break is suspected. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.